Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the doctor requested to check this device and the stapler and cartridge inside the box. After reticulating the cartridge, the stapling device was trying to deploy but failed. The cartridge did not fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the loading unit noted that it was partially fired. Staple pushers were visible at the 3 cm cut line indicating the point where the handle compression had stopped. Functional testing showed no abnormalities as the interlock was overridden and remaining staples were place, and test media was cleanly transected. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. Relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.